Manufacturer narrative:
Device remains implanted inside the patient.

Event description:
It was reported that the patient was treated with the flow diverting stent (subject device) at internal carotid artery-ophthalmic (c6 segment) successfully. One day post procedure, patient had motor deficit of the right hand per procedure punctiform and ischemia per initial neurological assessment. The event is suspected to be stroke event in the vascular territory. According to the site, this adverse event had causal relationship to the procedure and probable relationship to the subject device. The issue was resolved without treatment. No additional information available.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided in the complaint, there were no difficulties encountered during procedure that could have contributed to the reported event. The patient recovered from the adverse event completely spontaneously, without any additional medications, interventions or physiotherapy. The subject device was successfully implanted. There is no mention of delay. The patient recovered/resolved on (B)(6) 2022. The adverse event did not result in any treatment. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event of ¿patient neurological deficit¿ and ¿patient stroke¿ , as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the patient was treated with the flow diverting stent (subject device) at internal carotid artery-ophthalmic (c6 segment) successfully. One day post procedure, patient had motor deficit of the right hand per procedure punctiform and ischemia per initial neurological assessment.the event is suspected to be stroke event in the vascular territory. According to the site, this adverse event had causal relationship to the procedure and probable relationship to the subject device. The issue was resolved without treatment. No additional information available.